Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was hyperinflation o fthe anterior chamber at the end of the case and the lens was pushed into a posterior position. Additionally, the doctor was expecting a mild hyperopic outcome due to using the incorrect a-constant and formula originally. Post-op the patient was significantly hyperopic. A 2.5 diopter piggyback lens was implanted on (B)(6) 2015. In the surgeon's opinion, the likely cause of the event was hyperinflation of anterior chamber at the end of the case and power miss calculation. This report pertains to the patient's right eye.